Event description:
It was reported that the pump indicated the reservoir was empty, despite being newly inserted, and did not recognize a replacement reservoir. There was no adverse impact to the customer's blood glucose level. The customer used a charging cable and contacted technical support, which resulted in the decision to replace the malfunctioning pump. The customer will use multiple daily injections (mdi) as a backup therapy and has been instructed on how to return the pump.